Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl. The customer was hospitalized and was administered with intravenous insulin drip to treat hyperglycemia and diabetic ketoacidosis. The customer also reported irritation. The event involved product(s) mmt-7040c1. Troubleshooting was performed for hyperglycemia and confirmed that the customer had a sensor glucose value of 400 mg/dl. The difference in value between sensor glucose and blood glucose was 200 mg/dl, which was not within range. Troubleshooting was performed for bent cannula and confirmed that cannula was bent on the second day of use. Troubleshooting was performed for site issues and confirmed skin irritation. No further patient complication was reported. No product return was required for mmt-7040c1.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (added health effect - clinical codes 1905, 2359, 2364 and their related health effect - impact codes 4607, 4607, 4644 respectively) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia and was feeling sick due to bent cannula with a blood glucose value of 620 mg/dl.